Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. After a non-bsc scoring balloon failed to cross the lesion, a 3.00x20mm synergy drug-eluting stent was advanced but also failed to cross. The device was pulled back and then given a hard push one last time but it still could not cross the lesion. When the device was removed, it was noticed that the shaft was broken. The procedure was completed with a different device. There were no patient complications nor injuries reported.